Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(6), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot # j0527200v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot# j0527200v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
Information was received from the consumer that the patient felt a change in therapy. There were no symptoms but it "felt off." It was further described as slowing down seemed like one was off which started 2 hours prior to report. They checked with the programmer and it was confirmed that both sides are on and ok. It was a sudden change in therapy/symptoms. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted; if additional information is received, a follow-up report will be sent.